Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and had dark circle on the screen that did not go away. Customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer did not reporting about motor position encoder error alarm. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within a 30 day period. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.